Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable) has been confirmed. Upon investigation the electrode belt ECG "c" and "d" cable was severed and missing. Additionally the j704 connector was pulled off of the distribution node pca. The root cause for the missing cable was physical abuse. The root cause of the damaged connector was unable to be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient's electrode belt had a damaged cable.